Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir was leaked. The customer¿s blood glucose level was 338 mg/dl, 356 mg/dl, 300 mg/dl at the time of incident. Customer stated that the leak occurred when filling the reservoir. Customer states that there was not a leak present. Customer states the transfer guard did leak while filling. Customer declined to troubleshooting for high blood glucose. Customer was treated with manual injection for high blood glucose. The reservoir will not be returned for analysis.